Manufacturer narrative:
(B)(4). This report is filed on 31 mar 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a migration of the receiver/stimulator package. During the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed on 28 feb 2014.